Event description:
It was reported that 2 hours into a da vinci s myomectomy procedure, the first joint cable on the permanent cautery hook instrument broke off and fell inside of the pt. The surgeon was able to retrieve the broken cable pieces and successfully complete the procedure with a replacement instrument of the same type; however, the procedure was lengthen in duration. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval, a follow-up MDR will be submitted. Per the info provided, the instrument fragment was retrieved from the pt, and the procedure was successfully completed without incident.